Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog #: igtcfs-65-jp-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: ivc filter placement by using left jugular approach was performed. After the physician made the component sheath system reach the target lesion, advancement of the delivery system/filter through the sheath was conducted. However, strong resistance was encountered during the advancement and therefore, another igtcfs-65-jp-jug-tulip was used instead, with which the procedure could be completed successfully. Patient outcome: no adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: no product was returned and no imaging was provided and therefore it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us and why strong resistance was encountered when attempting to advance the introducer/filter through the sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will monitor for similar events.